Manufacturer narrative:
Section b5, d4 (expiration date), h4: additional information. Section d4: correction to serial and lot number. UDI was corrected. Section d6: date of implant was added to the previous report incorrectly. Date of implant is not applicable. Coring knife is not an implantable device. Manufacturer's investigation conclusion: the report of the apical coring knife, lot number 7112502, falling into the left ventricle and migrating to the left atrium could not be confirmed as no images are available for investigation. A specific cause for these events could not be conclusively determined through this evaluation. Heartmate 3 lvas IFU section 5 entitled ¿surgical procedures¿ outlines how to prepare the coring knife, including how to insert the handle to enable handling of the tool during the surgical procedure. Section 5 also outlines how to core the ventricular apex using the coring knife. No further information was provided. The manufacturer is closing this event.

Event description:
It was later reported that the x-ray of the coring tool inside the heart was not available for review. The patient did not present with any symptoms that led to the x-ray being taken. The x-ray was a standard post operating x-ray taken before leaving the operating room. The patient was doing very well and was stable. The heart was very full when coring such that blood was shooting out of the core. The coring knife fell in at that time.

Event description:
Patient went home with no issue.

Manufacturer narrative:
Serial number was not provided, but will be requested. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that upon x-ray coring tool was found within patient's chest. Mediastinal incision was reopened and coring tool was found in the left atrium (la). It appears to have fallen within the left ventricle (lv) and migrated to the la. Patient went back on bypass, coring tool was excised from la and la was repaired. Patient was stable.